Event description:
It was reported that during the procedure in the mildly tortuous proximal right coronary artery, pre-dilatation was performed using a non-abbott dilatation catheter. The 3.5 x 12 mm vision stent system was then advanced; however, the device was unable to cross to the target lesion. The vision stent system was then removed and resistance was felt during withdrawal into the guide catheter. The resistance was noted to be between the stent system and the tip of the guiding catheter. After withdrawal, the proximal stent struts were noted to be flared. A non-abbott stent system was then used to complete the stenting procedure. There were no adverse patient effects and no clinically significant delay. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: taiga 6f al1.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.